Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited pacing inhibition due to noise over-sensing. The rv lead was capped and replaced on 27 (B)(6) 2022. Patient condition was stable pre, during and post procedure.